Manufacturer narrative:
The lot number was not provided by the initial reporter, so the UDI number only contains the primary di number.

Event description:
Customer is getting high blood pressure readings.